Event description:
Boston scientific received information that the patient implanted with this device reported that tones were emitted from the device. The device was later observed to have declared end of life (eol) and a change out procedure was performed. During the procedure, the device set screws on the left ventricular (lv) lead would not back out. Four separate torque wrenches were damaged in attempting to retract the set screw. Ultimately, mineral oil was used with another wrench and the lead was successfully removed. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.